Manufacturer narrative:
(B)(4).

Event description:
Procedure: wedge resection. According to the reporter: the stapler did not form "b"s properly. The anvil bent. This occurred during the second firing. Another device used to complete the procedure. There was some tissue loss more than what was initially intended for the procedure since they had to re-staple the tissue.